Event description:
Clinical study: same case as 6000089-2006-00324. It was reported that 21 months after a coronary artery drug eluting stenting procedure, the patient expired. Lesion 1 sas a 4.0mm, 90% stenosed portion of the mid right coronary artery (mid rca). The physician treated the lesion with pedilatation and successful placement of a taxus express2 8.8% 3.50x16mm drug eluting stent in the target lesion. Lesion 2 was a 2.5mm bifurcated 100% stenosed portion of the distal circumflex (dist cx). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 2.50x16mm drug eluting stent. There were no reported complications, the patient was discharged 14 days latr on plavis and aspirin. 21 months aftr the initial procedure the patient expired. There was no autopsy. In the opinion of the physician the cause of death was brain cancer and the target vessel was not involved.